Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin had condensation inside the screen. Customer had frequent battery changes. The insulin pump rejected new batteries. Customer did not provide blood glucose. No further information reported.